Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, on a case with 1 patient, the surgeon experienced suture breakage.